Event description:
Patient reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Corrected data: b3, b5, d2b, d3, g2, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. The device status is unknown.